Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified left anterior descending artery. Following pre-dilatation, a 38 x 2.50 promus elite drug-eluting stent was advanced to treat the lesion. However, the device had difficulty crossing the lesion. The physician noticed a strut was fractured after deployment in the patient but before post dilatation with a balloon. The device was not removed from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Updated the following fields: b1 - adverse event/product problem. B2 - outcomes attrib to adv event. B5 - describe event or problem. H1 - type of reportable event.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified left anterior descending artery. Following pre-dilatation, a 38 x 2.50 promus elite drug-eluting stent was advanced to treat the lesion. However, the device had difficulty crossing the lesion. The physician noticed a strut was fractured after deployment in the patient but before post dilatation with a balloon. The device was not removed from the patient. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was located in the non-bifurcated region. The lesion was well prepared by pre-dilatation with 2x12mm and 2.5x12mm balloon catheters at 14 and 12 atmospheres respectively. The 38 x 2.50 promus elite drug-eluting stent had eventually crossed the lesion and was deployed. Following stent deployment, a stent fracture was noted and another stent was then overlapped. Post-dilatation was performed with 2.5x12mm balloon catheter at 12 atmospheres. The patient was stable during and after the procedure.